Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, on trocar insertion in the extraperitoneal space, two balloons did not inflate. Another trocar was used to complete the procedure. There was no patient injury.